Event description:
It was reported by the edwards field clinical specialist that during transfemoral deployment of a 23mm sapien valve it shifted aortic. Reportedly the valve deployed above the level of the sewing ring and flared within the struts of the preexisting aortic 21mm hancock ii valve. The patient¿s hemodynamics were good but the position did not appear to be stable so a second 23mm valve was prepared and deployed more ventricular. This valve also moved aortic but was repositioned during deployment so that the final position was good. There was one stent cell width below the level of the sewing ring and the outflow side was within the initial sapien. There was no central or paravalvular leak; however, there remained a 20mm transvalvular gradient due to a patient/prosthesis mismatch. The patient was transferred to the ICU in stable condition. Reportedly the surgical team thought the aortic shift was due to the deployment balloon contacting the struts of a hancock ii valve that was in the mitral position. Additional information noted there was moderate prosthetic valve/leaflet calcification. It is unknown if the patient had septal hypertrophy or mitral annular calcification (mac). The coaxial alignment of delivery system and valve was reported to be good and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. For deployment in a native aortic valve, the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as reported, the delivery system balloon came in contact with the preexisting prosthetic mitral valve posts during deployment, moving the valves aortic. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is not indicated; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.